Manufacturer narrative:
(B)(4). Batch # 9384a. Investigation summary the device was received in good physical condition, with no apparent damage. The device was tested on the generator and received a ¿close jaws and reactivate¿ error message. The electrical testing of the device also confirmed an open circuit which would lead to a ¿close jaws and reactivate¿ error message. The ¿replace instrument¿ alert screen was displayed after receiving two consecutive alert screens and is advising of a potential issue with the instrument. The investigation of the device did not confirm the ¿reposition jaws and reactivate¿ error reported. The device was investigated and the cause was found to be the distal contact was splayed and not in full contact with the shaft. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a bowel resection procedure, during adhesiolysis, device generated "reposition device and reactivate" multiple times. An additional device opened to complete procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Corrected data = not reportable. Upon further review of risk documents, harm and severity for this device failure mode, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.